Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and noise was on all body surface and intracardiac signals. There was signal noise which occurred after 5th-point ablation. The noise occurred on the smart touch catheter on the carto system. Also the signal noise was on the body surface electrocardiogram on the recording system and the carto system. Furthermore, error 106 occurred. The issue improved when removing the connection of catheter. The cable was reconnected and changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. It is unknown if there was any ECG/EKG signal available for the physician to monitor the patient's heart rhythm. Multiple attempts had been made to obtain clarification to this complaint. However, no further information had been made available. The issue with the error 106 was highly detectable. Therefore, it was assessed as not reportable. The noise was specific to the smart touch bidirectional catheter on the carto system and the body surface on both the carto system and the recording system. The procedure was completed with no patient consequence. Therefore, since the noise was not reported on all signals, the issue with the noise was also assessed as not reportable. On (B)(6) 2015, additional information was received on the event. The noise occurred on all body surface and intracardiac signals on both the carto system and recording system. Since the noise occurred on all the body surface and intracardiac signals on both the carto system and the recording system and it was unknown if there was any ECG/EKG signal available for the physician to monitor the patient's heart rhythm, biosense webster is taking the conservative approach and has assessed this event as reportable. Therefore, the awareness date is (B)(6) 2015.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and noise was on all body surface and intracardiac signals. There was signal noise which occurred after 5th-point ablation. The noise occurred on the smart touch catheter on the carto system. Also the signal noise was on the body surface electrocardiogram on the recording system and the carto system. Furthermore, error 106 occurred. The issue improved when removing the connection of catheter. The cable was reconnected and changed but the issue continued. The issue was resolved by changing the catheter. The procedure was completed without patient consequence. It is unknown if there was any ECG/EKG signal available for the physician to monitor the patient's heart rhythm. Upon request, additional information was provided stating that the noise occurred on all body surface and intracardiac signals on both the carto system and recording system. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed, all electrodes had leakage. Further examination revealed that the catheter internal components were covered by corrosion. Catheter shaft and irrigation tubing was broken at the handle-shaft transition area covered by the client tip. Due to the irrigation tubing broken there was a leakage responsible of the corrosion found on the inner components of catheter causing the improper signal condition. Therefore, the functionality of the sensor catheter was tested on carto system. The catheter failed during the carto test as error 106 displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to investigate the thermocool smart touch broken shaft issue.